Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was received for evaluation:failure analysis: the xenon lightsource was received in used condition. Evaluation could not duplicate any issues with the unit. The unit went through the normal 2 hour burn-in procedure and was working properly. Root cause analysis: the reported complaint could not be confirmed. The probable root cause of the xenon lightsource overheating could be due to a faulty/damaged component of the power supply. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) gave an overheating error. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay has been reported.